Event description:
Maude event report received from FDA indicates the tip of the flexible reamer broke during reaming in the pt's right femur. X-ray taken confirmed foreign object in the right femur. Reamers were correctly loaded in applicator.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as not device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.